Event description:
It was reported that during a lobectomy procedure, the device was locked out at the 5th firing. A part of deployed staples were unformed. A reinforcement product was not used. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.